Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 5.8, lab: 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio meter = 5.8 inr, reference = 4.0 inr, mean = 4.90, confidence limits = 2.8-7.2. Time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips are not expected to be returned. Further testing is not required at this time. As of 11/24/2009, 9 discrepant result complaints were reported for lot # 220408 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action is not required at this time as product deficiency was not established.